Event description:
Patient stated two v-gos fell off. The first on (B)(6) 2020 which was worn for 12 hours before falling off. The second v-go worn (B)(6) 2020 was worn 22 hours before falling off. The patient discarded the v-go's.